Event description:
The device was used during a splenectomy procedure. Reportedly, the bag separated from the ring. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.